Manufacturer narrative:
There are 15 recorded events in the memory of the pad device between (B)(6) 2011 and (B)(6) 2011. No self test failures were recorded. An adult pad-pak was inserted into the device and the device issued a child patient prompt. A pediatric pad-pak was inserted and an adult patient prompt was issued. This would confirm a fault with the reed switch. The reed switch was replaced and the device performed to specification. It is likely the problem with the reed switch developed over time. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device malfunctioned because the device software was upgraded but when an adult pad-pak is inserted into the device a child patient prompt issued.